Manufacturer narrative:
Further investigation indicates the device meets its expected longevity. There is no malfunction. Hence, this event does not meet the reportability criteria

Event description:
Additional information indicates that patient last had therapy around the beginning of february. This indicates that the patient's ipg lasted the expected amount of time and there were not malfunctions.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to the ipg reaching end of life and underwent surgery to explant and replace the ipg.